Event description:
It was reported that following a magnet swipe, a patient attended the accident and emergency department in the hospital due to the patient experiencing numbness in neck and twitching of left eye. No additional relevant information has been received to date.